Event description:
It was reported "opened first sheath after flushing sheath when putting dilator in sheath the end of dilator snapped off at the connection point of hard and soft plastics." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "unknown." Associated MDR numbers include: 9680794-2024-00840.

Manufacturer narrative:
(B)(4). The customer returned one dilator from a cath-lab kit for investigation. The cath-lab sheath was not returned. Signs of use in the form of biological material were observed. Visual examination confirmed that the dilator hub was completely separated from the dilator body. The hub was returned. The separation points were rough, discolored and contained signs of torquing. Further analysis of the dilator body revealed clamp marks. These markings appear consistent with contact with needle holders. In addition to this, the dilator body was bent towards the distal end. The total length of the dilator body measured 12 3/4", which is within the specifications of 12 1/2"-13" per the product drawing. The dilator outer diameter measured 0.1366", which is within the specification limits of 0.1350"-0.1380" per the dilator extrusion product drawing. The dilator inner diameter (at the point of separation) measured 0.044", which is within the specification limits of 0.043"-0.046" per the dilator extrusion product drawing. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in removing guidewire or sheath/dilator. If withdrawal cannot be easily accomplished, determine cause using fluoroscopic guidance and request further consultation, if necessary". The customer report of a separated dilator hub was confirmed through complaint investigation. The dilator body was separated directly adjacent to the hub. The material at the point of separation was rough, showed white discoloration and contained signs of torquing. A CAPA has been previously initiated for this issue. The CAPA investigation indicates the root cause is a design issue. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend for reports of this nature.